Event description:
Needle tip broke during episiotomy repair surgery and was successfully retrieved. Outcome to pt does not denote adverse event. MDR regulation 7/31/96 requires reporting of incident once medical device family initially reported assumning incident could recur.

Manufacturer narrative:
(H-2) corrected section b-2 to reflect product problem, no adverse event to patient. (H-6) needles from the same lot were visually examined and tested. No visual nonconformances were observed and each needle met the co requirements for strength and ductility. The actual needle involved in the reported incident was evaluated using scanning electronmicroscopy with sem photographs. It was concluded the needle fractured in a ductile manner consistant with tensile overload. Fracture resulted in a reduced cross section from handling by the needle tip. There were no signs of material/mfg defects or product malfunction. A product inquiry records review was conducted and there have been no other needle breakage inquiries received relating to this batch number.